Event description:
Customer stated that the meter read 577 mg/dl and customer went to the hospital where they took a reading with a result of 174 mg/dl. Customer refused to review system over the phone. Customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with furture questions/concerns.